Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an multiple pump error. Customer's blood glucose value was 180 mg/dl at the time of the incident. Customer stated that they found the pump error. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. Customer stated that the reservoir was compartment was leak. Customer stated that the leak was past 2nd o ring. Customer stated that there was not an air bubble in the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.